Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a nurse programmed the pump for 20 ml/hr instead of 20 mcg/min. The resulting dose of nitroglycerin administered was 166.7 mcg/min which was still within the guardrail limits but was over the intended dose. The md was made aware and due to no symptoms, the dose remained the same. The facility pharmacist thinks that the nurse pressed the rate button instead of the dose button. There was no patient harm.